Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The exact age of the patient is unknown, however, it was reported that the patient was over 18 years. (B)(4).

Manufacturer narrative:
Analysis of the returned pfr kit uphold lite vaginal support system revealed that only the blue with white striped dilator was returned with a part of the suture attached. The suture was broken and the dart was missing. The sleeve was attached to the other end of the dilator. The sleeve and leader loops were cut below the separator weld. The capio suture capturing device was not returned. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system on (B)(6) 2014. According to the complainant, during the procedure, the suture broke and the needle detached but was lodged in the carrier. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite vaginal support system on (B)(6) 2014. According to the complainant, during the procedure, the suture broke and the needle detached but was lodged in the carrier. The procedure was completed with this device. There were no patient complications reported as a result of this event.